Event description:
The customer reported there was no video on left monitor. No injuries were reported.

Manufacturer narrative:
The ge service rep found a bad interconnect cable from being wrapped to tightly on back of workstation strain relief. The rep replaced the interconnect cable and tested system. The system operates as intended.